Manufacturer narrative:
Gn hearing a/s has become aware that this MDR report failed submission to FDA without our notice. The FDA help desk has advised to re-submit the reports. This is a re-submission of existing MDR initial submitted on 02sep2021. Manufacturers ref# (B)(4). Summary of investigation findings: the case has been reviewed from a clinical perspective. Customer reported: patient developed ear infections in both ears and is wearing va8 cics. The issue started 6-7 months post fitting. Has been happening for 3-4 months off and on. Patient reported that physician recommended to stop wearing devices until infection clears. The patient is unaware if any prescription was given. Clinical risk assessment: skin reactions are identified in the risk analysis and mitigated to an acceptable level through device design by compliance with standards for biocompatibility. The clinical evaluation for the device family does evaluate this and the user guide includes a safety notification instructing the hearing aid wearer to contact the hcp in case of skin irritation. As hearing aids are made of a non-biological material, primary infection from the hearing aid is not possible. However, the human skin is regularly contaminated and as hearing aids are manipulated on a daily basis, the likelihood of transferring bacteria (from hands) through the hearing aids to the ear canal is increased. Recommendation is to clean the hearing aids every day by using a dry cotton wipe (excluding perfumes and contact sensitizing preservatives from cleaning products that could cause contact sensitization) and attempt to keep the ear canal as dry as possible. Clinical conclusion on the case is that although rare, it is likely that the hearing instruments contributed to the infection. Clinical evaluation according to 0378040 clin eval plan&rpt,ha&tsg: skin reactions as well as poor physical fit of hearing aids is identified in the risk analysis and mitigated to an acceptable level through device design by compliance with standards for biocompatibility and modification of the hearing aid casing or a remake of the hearing aid. If a good fit with proper retention and wearing comfort cannot be obtained for a specific hearing aid user then a different hearing aid style should be considered. The user guide instructs the hearing aid user to contact the hearing care professional if skin irritation occurs. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient this case is considered as a single incident and will be included in regular trending. No actions have been initiated based on this individual event.

Event description:
Description of event from initial reporter: vida 8 cic; patient recently experiencing ear infections in both ears. Patient was fit with vida 8 cics in (B)(6) of 2020. After using the cics for 6 months he started experiencing ear infections in both ears. The patient is in the care of an ent, who advised that he stop wearing the instruments until his ears clear up. However, after only a week the patient started wearing the his again. According to the hcp she believes that he wears them for a week off/on. The patient dropped off the hearing aids at the dispensers office asking to have them remade in hypoallergenic material (clear color no ink on serial numbers). Additional information provided in the questionnaire: the reaction started happening approximately 6-7 months after being fit with the va 8 cics. According to the hcp, it has been happening for 3-4 months now off and on. According to the hcp, the dr. Recommended that the patient stop using the instruments until the infection cleared, but the patient continued using the instruments after a short period of stopping. The patient was prescribed triamcinolone cream for his flare up. He used it during a flare up only.